Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-56f; lot# 55240101, 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 5w23et, delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 55853002, 19mm mod rev hip bdy/blt +10mmcomponent level 9006-1-119; cat# 6276-1-119; lot# 55242603, mod con dist stem 17 x 155 mm; cat# 6276-7-017; lot# caxt310a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised. Rep was not present for the procedure and reason for revision was not reported to her. The patient's entire hip construct (shell, screw, liner implanted (B)(6) /2019; femoral head and restoration modular stem construct implanted (B)(6) 2016) was revised. Patient is very active (snowboarding and other sports). Rep was not present for the procedure. Rep provided the primary and revision usage sheets and confirmed that no further information will be available.